Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found both tamper seals intact, the top case cracked and chipped by the left bottom corner and the right and left plunger case were cracked. A review of the event history log identified motor rate error in the history. Functional testing using the occlusion and power up tests were performed. During testing the problem of overheating was not duplicated; however, the motor rate error was duplicated during the occlusion test. The root cause of the motor rate error was related to worm coupling which was contaminated with debris and grease and, the overheating of the device root cause was unable to be determined. To resolve the motor rate error and top case problem, the technician replaced worm coupling, top case and power supply (preventive measure). The technician performed power up process and device powered normally.

Event description:
It was reported that the lower right side of the pump got very hot, and the top case was broken. In addition, there was a motor not running and motor rate error alarm. No patient injury was reported.